Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for g6 ios application was provided for evaluation but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.